Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they saw icons on their screen when trying to recharge the ins. Pt noted they hadn't used their ins for over 2 months because their pain pump was providing them with good results. Pt spoke to a manufacturer representative (rep). Pt noted rep called them back and informed them that a different rep would assist the pt, but the pt never spoke to that rep. Pt tried to recharge their ins, but they saw the "reposition antenna" screen and when they tried to connect the pt programmer to their ins, they saw the "poor communication" screen. Patient services specialist (pss) reviewed role of rep and provided them with the national answering service number for their healthcare provider (hcp) office. Patient services (pss) reviewed their ins was possibly over-discharged. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt responded to a letter they received regarding their complaint, pt said they were being helped by a rep trying to jump start their ins battery because they had an MRI of their brain coming up. They met with the rep and stayed in contact but they could not get it to jumpstart. Tried for 2 days and it would not charge. The pts rep said they would let their surgeon know on it being unsuccessful. The pt did not who to call. Pt was redirected to their doctor about the situation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a battery replacement due to the overdischarge. The battery was damaged as a result of the overdischarge. The replacement resolved the issue.